Event description:
Patient presented to the cath lab for stemi from the emergency department. Patient intubated. Intervention of the lad was performed via the right femoral artery access. Upon completion of procedure an angioseal was used to seal the access site. After sheath removed, dr attempted to deploy angioseal, pulsatile blood was noted post seal deployment and prior to cutting off external invalidthe small green hyper tube used to tamp seal and around invalid was retained into patient's pannus. Attempted to remove without success. Vascular surgeon notified and device will be removed at a later date. Manual pressure was held at rfa to achieve hemostasis and sterile dressing applied to site. Right groin area ecchymotic but soft. No hematoma noted. Pt was then transferred to ICU.